Event description:
The son of a (B)(6) female patient contacted zoll customer support to report that the patient's monitor would not power on. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon evaluation corrosion was discovered on the auxilliary board at j2005, j2007 and j2008, preventing the monitor from powering on. The root cause for the corrosion cannot be positively determined but was likely the result of liquid ingress within the monitor. No adverse event resulted from the corrosion. The patient received a replacement monitor.